Event description:
Patient stated experiencing swelling around the prosthesis. The doctor does not believe there is an infection based on wbc tests. Metal sensitivity tests were conducted and showed the patient was allergic to cobalt and nickle. The doctor indicated that the device would be explanted.

Manufacturer narrative:
An alloy sample was sent to (B)(6) on (B)(6) 2014. (B)(6) confirmed via phone on (B)(6) 2014 that the patient has a cobalt and nickle allergy.